Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Additional information was received that this device was electively explanted and this system was downgraded over three years after the initial observations were reported. A boston scientific representative stated that the out of range pacing impedance measurements were produced with this device and the pacing system analyzer (psa) at the elective replacement procedure. The measurements were 2300 ohms. The device was returned for testing and a thorough evaluation was performed in our post market quality assurance laboratory. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) with this right ventricular (rv) lead exhibited gradual rise in pacing lead impedance measurement in four years. Recent impedance measurement reached up to 2,200 ohms. However, all other measurements were in normal range. There was no evidence of noise and electrograms (egm) are clean and appropriate. Boston scientific technical services (ts) discussed issue and provided troubleshooting options. Additional information was received that the field representative discussed the alert with the physician. The physician decided to monitor the system since the patient was not dependent. No adverse patient effects were reported. The device and lead remain in service.